Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. Treatment was not reported and the patient was recovering from the peritonitis. On (B)(6) 2011, the patient was discharged. Dianeal and extraneal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal or extraneal therapies and did not comment on the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888511 and gd887703 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.